Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 110 to 150mg/dl. The customer did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose result. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 121mg/dl and 139mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 06/30/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date/time not set): (B)(6). Customer is taking metformin.